Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the circumstances that led to the stimulation output issue was the patient not understanding how to use the device. The patient was seen in the hcp office on (B)(6) 2019 and was re-educated on how to use the device. The patient was returning to the hcp in 2-3 months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s reason for their call was due to the ins turning on by itself after an MRI was completed. The patient confirmed that there was no tugging on tissue damage done, while they were getting the MRI, but then they went to retrieve their patient programmer after the scan was done, the programmer showed that the ins was on. The patient stated that they had their fist MRI around (B)(6) 2018 and their second MRI today. They stated that they noticed the ins turning on itself after both scans. The patient confirmed that they saw the lightning bolt post-MRI to verify that the ins was on. Button use and patient programmer therapy/use with the patient was reviewed. The patient confirmed that they were not syncing or turning the ins on themselves with the patient programmer and the ins was already on. The patient was redirected to discuss the issue further with their healthcare provider (hcp) to do in-depth troubleshooting. The patient noted that they would be seeing their hcp next week. No symptoms were reported. The event occurred around (B)(6) 2018 (a year, month or date could not be confirmed with the patient). No further complications were reported/anticipated.